Manufacturer narrative:
(B)(4). Date sent to FDA: 11/15/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a caesarean procedure on (B)(6) 2016 and suture was used. The veterinarian made a running suture of the abdominal wall and the subcutaneous tissue. Five days after surgery, it was found that the suture was broken. Another like device was used. No further information is available.